Event description:
It was reported that there was an occlusion. Experienced nurses have done several visits and used latest evidence to troubleshoot, but issue continues to reoccur. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1: +(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.